Event description:
The customer reported that prior to use on a patient, the iabp generated "electrical test failure code # 117" alarm (front end a/d reference failure at power up). The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The co rep tested the iabp and could not duplicate the reported failure, but did observe the electrical test failure code #117 in the fault journal log. The co rep replaced the front end board (part number 0670-00-0668e), calibrated to specifications, performed function tests and safety checks to factory specifications. He returned the iabp to the customer. (B)(4).